Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the cover was bent and straitening the cover resolved the issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while outside a procedure, it was reported that the x-stage cover of the image acquisition system (ias) was damaged. There was no patient present when this issue was identified.